Event description:
A report was received that the patient was having difficulty charging. A bsn representative confirmed premature battery depletion for the patient's ipg. The patient's physician has recommended that the ipg be replaced.